Manufacturer narrative:
The investigation determined that higher than expected tsh results were obtained when a non-vitros mas level 1 (lot oim27031a) quality control (qc) fluid tested using vitros tsh lot 7370 on a vitros 5600 integrated system. A definitive assignable cause of the event could not be determined with the information provided. It can be concluded, however, that the event was isolated to vitros tsh lot 7370 testing of mas lot oim27031a (level 1). A review of historical qc results for tsh lot 7370 indicate slight within-laboratory vitros tsh imprecision for the mas level 1 control, however, the imprecision was slight when compared to the magnitude of bias associated with the higher-than-expected vitros tsh qc results. Therefore, a vitros tsh reagent issue is an unlikely contributor to this event but cannot be completely ruled out as a contributing factor. Additionally, continual tracking and trending does not indicate a quality performance issue with vitros tsh reagent lots 7370. As a vitros tsh within run precision test was processed 2.5 months after the initial event, an instrument related issue cannot entirely be ruled out as a potential contributor to the event. However, there was no indication of an instrument malfunction and acceptable performance was obtained using an alternate lot of vitros tsh reagent without any action performed to the analyzer, demonstrating that an instrument related issue was an unlikely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected tsh results were obtained when a non-vitros mas level 1 (lot oim27031a) quality control (qc) fluid tested using vitros tsh lot 7370 on a vitros 5600 integrated system. Mas liquimmune (lia) (lot 28021a) vitros tsh reagent lot 7370 results of 0.99 and 0.35 miu/l versus the expected result of 0.20 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros tsh results were obtained when the customer was processing a non-patient fluid. There has been no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).